Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone18.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient experienced elevated glucose levels while using the omnipod between 4 and 24 hours. On (B)(6) 2026, the patient developed excessive thirst with glucose levels reportedly exceeding 529 mg/dl. The patient was transported to the emergency room, where medical staff provided intravenous insulin and discharged the patient the same day with confirmation that they had not progressed to diabetic ketoacidosis. No alarms or messages were reported, and the father confirmed the cannula appeared to be inserted during wear. No redness, swelling, or insulin leakage was observed at the pod site on their leg.